Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that high, out of range hv lead impedance was observed. Physician suspected that the lead was badly screwed or had moved from the rv coil. The lead was repositioned. Patient was stable.